Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked under the strain relief approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked under the strain relief. This damage may have occurred due to forceful manipulation of the ace 64 at extreme angles during removal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed the penumbra system ace 64 reperfusion catheter (ace 64) kinked upon removal from its protective hoop. The kinked ace 64 was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new ace 64.